Event description:
The shaft of the stent was kinked. While taking the stent off the wire, the shaft broke in half. This happened outside of the body. The product will be returned for analysis.

Manufacturer narrative:
This product is available for testing and evaluation, but has not yet been received as of this writing. Further details of this event have been requested. All additional information received will be submitted within 30 days upon receipt.